Event description:
On december 4, 1992, hemodialysis was conducted via the vas-cath permacath and concluded at 4:15 p.m. Without having difficulties or abnormalities in the catheter or the procedure. At 6:10 p.m. On december 4, 1992, paramedics were dispatched to the patient's home for report of bleeding from the chest catheter. Transported to hospital at 7:05 p.m. With decreasing responsiveness and catheter clamped. Upon admission, a left cva was diagnosed and patient was admitted to the medical ICU. Vas-cath removed december 5, 1992 without difficulties. Patient developed anterior-latcral myocardial infarction, questionable ischemic bowel, and ctb'd (ceased to breath) on december 10, 1992device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.